Manufacturer narrative:
Product complaint # (B)(4). The threaded driver shaft featured a fractured tip. A tip was returned for analysis. The fractured threaded driver shaft was subsequently submitted for fracture analysis. Optical imaging of the fracture site shows plastic deformation and torsional shear markings following circular patterns extending around the centers of the shaft. The plastic deformation suggests a torsional overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the instrument tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is torsional overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was re-positioning a plate. He had a difficult time remounting the screws and broke or stripped some of the drivers. Upon inspection some of the threads on the screws were messed up so the surgeon did not feel comfortable putting those back in and that they would still be blocked by the clocking ring.